Event description:
Customer reported that she has been receiving multiple error alarms and they are recurring. Customer stated she does not have a backup plan and she is not familiar with manual injections. Customer also reported that batteries are only lasting 2 to 4 hours. Customer is waiting for a replacement insulin pump and will continue using the current one until she receives it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.